Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no excessive no delivery or occlusion alarm and a17 alarm due to motor error alarms.

Manufacturer narrative:
Failure analysis confirmed excessive no delivery alarms during no delivery test due to faulty fsr (gold). This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which she could not resolve. Her blood glucose level at the time of the event is unknown. She did not want to troubleshoot and was advised the device would be replaced. The insulin pump will be returned for analysis.